Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was thought to have caused tricuspid valve insufficiency. The lead was removed and the patient¿s valve was surgically replaced. Two epicardial leads were implanted. No further patient complications have been reported as a result of this event.